Event description:
The pt reported that about 1 or 2 months ago, he began to notice that his infusion device is making a loud noise while delivering insulin boluses. He also stated that the infusion device will pause briefly while bolusing then continue. He reported that he does not receive any alarms or error messages. The pt reported that he has not experienced any elevated blood glucose values. No med attention has been required. The product has been requested to be returned for evaluation.